Manufacturer narrative:
The 3.5mm sterling gator was received for an evaluation on 08-mar-2016. Visual examination of the returned shaver blade confirmed that galling was present on the tip. Further inspection also confirmed that the inner tip of the blade was broken off and it remained contained inside the outer tube. Microscopic inspection shows galling present along the length of the tube, galling on the proximal end of the tube and galling on the distal end of the shell indicative of metal to metal contact caused by excessive leveraging by the user. The weld bead is present and adequate. Excessive leveraging also explains the shell breaking off despite the weld being performed properly. This lot was manufactured on 17-nov-2015 in a lot containing (B)(4). The unique identifier (B)(4). A review of the device history record shows there were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other adverse events reported for this device during the past two years. There have been no other complaints received for this device and lot number combination. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. There has been no patient long term adverse effect as a result of this device failure mode.

Manufacturer narrative:
The 3.5mm sterling gator is expected but has not yet been received for an evaluation. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The customer reported during use of the 3.5mm sterling gator blade in an ankle arthroscopy while resecting soft tissue, that metal shavings were observed and a fragment of the head of the blade broke off. The fragment remained inside the shell of the outer tube and the shavings were removed via suction. The procedure was completed successfully using a new sterling gator blade with a 5 minute delay reported. There was no harm to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.